Event description:
Abbott rapid covid-19 test use for covid-19 under emergency use authorization (eua): false positive result. Two (2) subsequent tests were negative; a pcr on (B)(6) 2021 and a repeat rapid on (B)(6) 2021. FDA safety report ID# (B)(4).